Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed that error did not recur, and successfully started new sensor session, with no additional actions reported.